Event description:
It was reported that the user accidentally paused the ilet insulin delivery for over six hours, resulting in a blood glucose of 315 mg/dl, with insulin resumed approximately 45 minutes prior to the initial call and glucose trending down to 290 mg/dl; reports later confirmed return to target range. Investigation included review of device reports and user follow-up. Investigation of this case revealed user-initiated interruption of insulin delivery with subsequent recovery after insulin was resumed, with no device malfunction identified. Clinical symptoms include nausea and headache associated with hyperglycemia reported. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy.